Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and end therapy, and advised to notify the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).